Event description:
A peg feeding tube that had been in place for 58 days snapped apart when a physician attempted to remove the tube using the traction method. The internal retention done was left inside the pt's stomach. The pt was not injured, but the dome was not removed from the stomach; if is expected to pass through the gastrointestinal tract spontaneously.